Event description:
It was reported that during use with a bd vacutainer® serum blood collection tubes the caps are loose and leakage occurs during centrifugation. This occurred on 3000 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: plain 6ml red top tube caps loose and leaking while in use or during centrifugation.

Manufacturer narrative:
H6. Investigation: bd had not received any photos or samples for review and analysis for loose caps. Twenty (20) retention samples were shipped to franklin lakes for appropriate testing. Twenty (20) tube were subjected to a 1st and 2nd stopper pullout test. Six (6) out twenty (20) tubes did fail the test and identified with stopper creep out. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® serum blood collection tubes the caps are loose and leakage occurs during centrifugation. This occurred on 3000 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: plain 6ml red top tube caps loose and leaking while in use or during centrifugation.